Event description:
A philips sales rep reported this failure for the customer. The device failed to charge while running opcheck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Philips bench evaluated the device and duplicated the problem. It was found that the root cause was a loose connection on the ribbon cable from the power/therapy pca to the processor pca. The ribbon cable was reconnected to resolve the problem. The performance assurance tests all passed and the device was sent back to the customer. Philips was not able to determine the cause of the loose cable.